Event description:
Consumer complaint of high control solution results. Control test result was 220mg/dl for a control range of 156-210 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).